Manufacturer narrative:
Upon device return the ECG output module was connected to the gold standard farastar, opal hdx, msm, rsm setup to verify functionality. A square wave was input to the ECG channels via a function generator. The rsm was then blanked with the manual switch and then un-blanked and the signals returned to normal. No intermittent signals were noted during testing, and no noise was observed. The module was then tested to verify continuity. All channels passed this test and shorted with the expected pinouts. The intermittent signal and noise reported in the complaint was likely caused by a poor connection in the setup or by an outside disturbance.

Event description:
It was reported that farastar record system module (rsm) loss of patient monitoring signals occurred. During a procedure a farastar record system module (rsm) was selected for use. During preparation it was noted that the ECG suddenly completely disappeared. Troubleshooting was performed, it was tried to exchange the carto ECG, but issue did not improve. The farapulse cables and boxes did not seem to have any visible damages. Therefore, it was decided to pick the ECG signals directly with the carto ECG and started the procedure. This worked for about two minutes. Then, it was saw that the v2 lead was having a noisy signal, so it was checked the connection on the patient and on the ECG output box module when all signals completely disappeared again. Procedure could be completed without any further complications as they routed the ECG directly through carto piu. Egm signals worked fine, farawave signals worked fine. No further information was provided.

Event description:
It was reported that farastar record system module (rsm) loss of patient monitoring signals occurred. During a procedure a farastar record system module (rsm) was selected for use. During preparation it was noted that the ECG suddenly completely disappeared. Troubleshooting was performed, it was tried to exchange the carto ECG, but issue did not improve. The farapulse cables and boxes did not seem to have any visible damages. Therefore, it was decided to pick the ECG signals directly with the carto ECG and started the procedure. This worked for about two minutes. Then, it was saw that the v2 lead was having a noisy signal, so it was checked the connection on the patient and on the ECG output box module when all signals completely disappeared again. Procedure could be completed without any further complications as they routed the ECG directly through carto piu. Egm signals worked fine, farawave signals worked fine. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.